Event description:
It was reported that patient underwent an above the knee amputation on an unknown date in 2024, and suture was used on the intramuscular tissue. In the intraoperative period of right thigh amputation, during hemostasis and closing amputation stump, used vicryl 2/0 suture thread in intramuscular tissue. The needle of the indicated suture thread broke, and initially the tip of the needle was lost. It was later found; there was apparently no injury to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: ¿ did the needle piece fall into the patient? R.: yes ¿ was the needle piece(s) retrieved during the same procedure? R.: yes ¿ were x-rays taken to locate the needle piece(s)? R.: no ¿ what measures were taken to retrieve the broken piece? R.: visually found and removed with needle holder ¿ was there any additional tissue damage as a result of searching for the needle piece? R.: no - were there any patient consequences? R.: no to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the pictures show a winding former with product code j246, a broken needle in the tip area is visible in the picture. The needle was noted with marks that appears to be by surgical instrument. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/2/2024. The following information was received: customer additionally reported: the unit manager informs that no damage has been detected in the packaging of the suture wires. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.